Manufacturer narrative:
The returned device was thoroughly inspected and analyzed. Visual inspection identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out-of-range measurements or interruptions in therapy output. The analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations. Additionally, the product has been received for analysis. Upon completion of the analysis of the compliant device, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited inappropriate shock and oversensing. Additionally, low amplitude was also observed. The s-ICD was turned off as the patient will get a transplant soon. Subsequently, a revision procedure was performed and the s-ICD was explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited inappropriate shock and oversensing. Additionally, low amplitude was also observed. The s-ICD was turned off as the patient will get a transplant soon. Subsequently, a revision procedure was performed and the s-ICD was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Additional information was added to the following fields to capture the explant of the device: b1: adverse event/product problem b2: outcome attributed to adverse event b5: describe the event or problem field d6b: explant date h1: type of reportable event h6: impact codes additionally, the product has been received for analysis. Upon completion of the analysis of the compliant device, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited inappropriate shock and oversensing. Additionally, low amplitude was also observed. The s-ICD was turned off as the patient will get a transplant soon. At this time, this s-ICD remains in service and no additional adverse patient effects were reported.